Event description:
Customer reported device = 520 mg/dl. Less than thirty minutes later, lab = 400 mg/dl. Another test, device = 366 mg/dl & 144 mg/dl. On another device = 97 mg/dl. Controls were in range. A request was made for return product and replacement product was sent.